Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. The bactiseal catheter (B)(4) is not available for return as per customer and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined; however a possible root cause for the issue reported by the customer could be could be due to "catheter not secured by sutures¿ and potential effects of failure include ¿catheter migrates from position¿. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
This is 2 of 2 reports linked to mfg report numbers: 3013886523-2023-00211. A physician reported a certas valve (ID 828814) was implanted via ventriculoperitoneal (v-p) shunt on unknown date with unknown setting. Since the flow of cerebrospinal fluid was poor after surgery, the valve was removed and replaced on (B)(6) 2023. The valve was used with codman bactiseal catheter (ID 823072). It is unknown if the csf poor flow was related to the catheter, however the physician suspected that the catheter was not inserted into the ventricle in the correct position, which might lead to a poor csf as well. According to information provided, it is unknown if the patient had any signs and symptoms due to poor flow.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.